Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps), catalog #: 42500605602, lot #: 62403933. Stem extension tapered cemented 14 mm diameter +30 mm length, catalog #: 42557000114, lot #: 63094419. Articular surface fixed bearing posterior stabilized (ps) right 11 mm height, catalog #: 42522400411, lot #: 62981928. 2.5 mm female hex screw 25 mm length, catalog #: 42509902525, lot #: 63120520. Headless trocar drill pin 3.2 mm diameter 75 mm length, catalog #: 00590102000, lot #: 63154945. All poly pat ve 32 mm dia, catalog #: 42540200032, lot #: 62805858. Multiple MDR reports were filled for this event: 3007963827-2022-00114, 0001822565-2022-02838, 0001822565-2022-02842, 0002648920-2022-00206. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates serial bone scan indicated progressive loosening of the patient¿s components, normal appearing synovial fluid, poly in excellent condition, no gross loosening of the components, tibia well fixed, the cement implant interface and the bone implant interface of the femoral component seemed to be somewhat compromised, procedure completed without further complications or significant findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure seven years post implantation due to pain and tibial loosening. The patient was suspected and treated for subclinical occult infection. Attempts to obtain additional information have been made; however, no more is available.